Event description:
During hardware removal surgical case, the accumed cannulated screwdriver broke twice. There was no harm to the patient. All pieces of the screwdriver were accounted for. Hardware removal completed successfully using the broken screw removal set. First screwdriver broke with pieces. Surgeon stopped using second screwdriver before a break occurred. The screwdriver "twisted".